Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).

Event description:
It was reported that there was high impedance due to a lead fracture on the right ventricular (rv) lead. A lead revision has been advised and the rv lead remains in use. No patient complications have been reported as a result of this event.